Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture and high thresholds due to a dislodgement confirmed during x-ray examination. The physician decided to surgically abandon and replace this lead. No additional adverse patient effects were reported.